Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was dislodged during the prophylactic explant of another lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.